Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and had high blood glucose event. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s parent stated that the insulin pump kept alarming motor error during basal delivery. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer had a high blood glucose of 400 mg/dl and treated. Customer's parent also reported that the insulin pump had a no delivery alarm. Customer's parent declined high blood glucose troubleshooting. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Motor passed motor test. No motor error alarm and no excessive no delivery alarm noted. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.